Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. No cosmetic damage noted.

Event description:
The customer reported via phone call that they experienced blank display. The customer's blood glucose value was 150 mg/dl. The product was returned for analysis.